Event description:
It was reported to boston scientific corporation that a capio slim was used during a hysterectomy and campbell procedure performed on (B)(6) 2014. According to the complainant, when the physician was doing a third attempt to cross the uterosacral ligament, the capio needle carrier would not reach the cage and it also failed to retract. The procedure was completed with another capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Analysis of the returned capio slim device revealed that cage would not catch the needle. The carrier was actuated three times and it extended without any problem. Then it was actuated (deployed) three times with the suture and the needle does not enter into the slot. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a hysterectomy and campbell procedure performed on (B)(6) 2014. According to the complainant, when the physician was doing a third attempt to cross the uterosacral ligament, the capio needle carrier would not reach the cage and it also failed to retract. The procedure was completed with another capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.